Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the atrial lead exhibited low impedance. The lead was not used. Another lead was implanted. The patient was stable post procedure.